Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Device not returned for evaluation.

Event description:
The affiliate reported via email that the tip of anchor in question was broken during rotator cuff repair surgery on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was surgical delay in 10 min and no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 9-13-17 the breakage occurred during the surgery. No information is available on the type of bone quality the patient had it was 10 min delay. No information is available on how the fragments were removed. No information is available on how the procedure was completed. No information is available on if the original bone hole was used. There were no procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned. Nothing remained in the patient.